Event description:
It was reported that prior to implant, after normal pre-interrogation procedure, charging, and programming, box and sterile pack were hot to the touch. Device in its packaging was also very hot to touch. Interrogation revealed eol, followed by no telemetry. Device subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.